Event description:
During the device check, the autopulse platform sn (B)(6) continuously reboots itself. The user tried multiple batteries; however, the issue persists. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
**UDI related data quality updates only**.